Event description:
Hill-rom received a report from the account stating the CPR release was not working. The bed was located at the account. There was no pt/user injury reported. This report was filed in our complaint handling system as complaint #(B)(4).

Manufacturer narrative:
The hill-rom technician found the release mechanism needed to be adjusted. Per the hill-rom service manual, the advanta bed requires an effective maintenance program. Preventative maintenance will minimize downtime due to excessive wear. Test the CPR release for proper operation and reset of the head screw drive. Adjust the CPR release if necessary. A search of the hill-rom maintenance records showed hill-rom performed preventative on this bed in 2014. It is unk if the facility performed any other preventative maintenance on this bed. The technician adjusted the CPR release to resolve the issue. Based on this info, no further action is required.